Event description:
A customer reported receiving a minimum fill notification while using their device. There was no adverse impact on the customer's blood glucose level. The customer followed instructions to remove the pump from its case, clean the pneumatic tap area with an alcohol wipe or lint-free cloth, and successfully reload the same cartridge, which resolved the issue, allowing them to resume insulin delivery.